Event description:
It was reported that the ventricular assist device (vad) patient was admitted to hospital due to controller fault alarms. The controller fault alarm resolved after an hour but then was back on and the site was attempting to permanently silence the alarm. A review of log file revealed the controller fault alarm was due to a depleted internal battery and the vad exhibited above normal power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial#: (B)(6) d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. D9: no h3: no h4: mfg date: 17-jul-2020 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent increases in power consumption to parameters above the normal operating range throughout the analyzed range; however, no high watt alarms were logged within the analyzed period. Review of the alarm log file revealed eight (8) controller fault alarms were logged between (B)(6) 2024 at 08:13:45 and (B)(6) 2024 at 10:46:09, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported high power and controller fault alarm events were confirmed. The reported display error event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Applicable risk documentation and experience with events of similar circumstances were considered; events with display error can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board and/or due to a faulty lcd display module. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was decided not to change the controller. It was the patient choice. The alarm was permanently silen ce. It was also reported that the patient controller had a blurry display that changed into a clear and normal display. It was noted that the patient did not have any documentation to illustrate the changing display behavior.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.